Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during salpingectomy procedure, the forceps were plugged into the generator and activated without depressing the activation button. The user facility reported that the devices were not used on the patient. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device when plugged into the test generator displayed an e486 ¿no instrument detected¿ error message. The device was unplugged and then reconnected, the error message was cleared and the blue coagulation button was tested. The button was found to have a ¿hair trigger¿ in which a very light touch was required to activate the coagulation function. At one point during testing the coagulation function activated without depressing the blue activation button and the device remained activated. The blue button was removed and revealed that the left dome switch was collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.